Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl surgery a screw failure occurred during implantation and pieces broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-4030c-07 batch: 1493335). It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2022: the screw failure was specified as a screw that broke off during insertion.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that signs of stripping on the spiral threads were present. Additionally, signs of fracture were present throughout the body of the screw between the spiral threads. The cause of this event is undetermined. The most probable causes for this include improper bone prep, misaligned insertion, prying leveraging the device during insertion, and/or shallow driver engagement depth.